Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine bleeding. Concomitant products included levonorgestrel (mirena) from 2010 to 2015 and levothyroxine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), ovarian cyst ("ovarian cyst/ ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have lipoma ("tumors / teratoma /cancer type: lipoma") and weight increased ("weight gain/ weight gain"). The patient was treated with surgery (salpingectomy(bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the lipoma, abdominal pain, dysmenorrhoea, dyspareunia, depression, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, ovarian cyst, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, lipoma, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder problems, urinary problems, vaginal discharge, weight gain, tumors, fatigue, ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety, tumor / teratoma /cancer type: lipoma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and ovarian cyst ("ovarian cyst") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral),oophorectomy (unilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, neoplasm, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, neoplasm, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder problems, urinary problems, vaginal discharge, weight gain, tumors, fatigue, ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder problems, urinary problems, vaginal discharge, weight gain, tumors, fatigue, ovarian cyst. Essure removal details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.